Manufacturer narrative:
The device was received for evaluation. During functional testing, experienced upstream occlusion alarms when none present was not reproduced. A review of the event history log revealed ¿multiple "upstream occlusion" alarms, however true and false alarms cannot be distinguished through the history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition could not be determined. The upstream sensor will require calibration per service procedure. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion when none was present during an unspecified process step. There was no patient involvement. No additional information is available.